Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 2) experienced mild left hemiparesis within 24 hours following stent-assisted coil embolization of an unruptured right internal carotid artery aneurysm while on dual anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was positive in the right cerebral hemisphere and the patient was diagnosed with cerebral infarction in the area of the stented vessel. There was no stenosis or thrombosis on angiographic follow-up. The symptoms were mild, and they were able to go home without assistance. They were kept on dual anti-platelet therapy. The patient had hypertension, but no other identified cardiovascular risk factor. The enterprise stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. The instructions for use outlines that adverse events that may be associated with the use of the enterprise vrd include stroke and neurological deficits. Although based on the available information, no definitive conclusion can be made, patient, procedural, clinical and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 2) experienced mild left hemiparesis within 24 hours following stent-assisted coil embolization of an unruptured right internal carotid artery aneurysm while on dual anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was positive in the right cerebral hemisphere and the patient was diagnosed with cerebral infarction in the area of the stented vessel. There was no stenosis or thrombosis on angiographic follow-up. The symptoms were mild, and they were able to go home without assistance. They were kept on dual anti-platelet therapy. The patient had hypertension, but no other identified cardiovascular risk factor.